Event description:
The customer reported a 60 hertz artifact while performing emg surgery. There was no patient injury reported.

Manufacturer narrative:
The customer reported a 60 hertz artifact while performing emg surgery. The customer reseated the amp to resolve the issue. Technical support (ts) informed the customer to use the grd cable with alligator clip. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported a 60 hertz artifact while performing emg surgery. There was no patient injury reported.

Manufacturer narrative:
The customer reported a 60 hertz artifact while performing emg surgery. The customer reseated the amp to resolve the issue. Technical support (ts) informed the customer to use the grd cable with alligator clip. There was no patient injury reported. Investigation summary: based on the available information, we confirmed the reported issue; however, due to limited information, a definitive root cause could not determined. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: d10 attempt # 1: 12/12/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/16/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 12/18/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.